Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump passed the stop current test and run current test. We were unable to perform the self-test, off no power test, error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, battery tube threads, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to high magnetic field. The customer reported that they were not able to rewind the pump. The customer mentioned that the drive support cap was not damaged. The insulin pump will be returned for analysis.